Event description:
Client was having IV PICC line inserted in home approx 3" of plastic catheter broke off in vein. Tourniquet applied to (r) arm and client taken to ER by squad. Vascular surgeon removed without complications.